Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a pt had the lead and generator explanted due to an infection at the generator site. Info received from the physician indicated that it is possible that there may have been some pt manipulation to the site which may have caused the infection, however, it may have been related to the implant procedure itself. No cultures were taken and no additional info can be provided at this time due to the country's privacy laws. The explanted generator and lead have been returned and are currently in product analysis. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed.